Manufacturer narrative:
This device is not distributed in us so that unique identifier is blank. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The movement of the lock / unlock knob of the eyepiece adapter gradually became stiff toward. It was said that the two eyepiece gripping claws were completely removed from the stopper and could not be used. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the direct cause is unknown. The following are the possible causes. - a strong load in the direction of opening the eyepiece clamp, which does not occur under normal use. - the defective product was found to have scuff marks on a specific part of the eyepiece attachment area, and the claw pin was found to be broken and severely deformed. The rigid endoscope was attempted to be removed by pushing itself without firmly opening the eyepiece clamp by operation the lock/release knobs(a) and (b), and an unexpected load was applied to the claw pin. The defect products have been replaced and delivered to the customer. Correction information: g6: follow up #1. H6: coding changed based on the investigation result. Additional information: h4: device manufacture date.